Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned and analyzed. There were no anomalies found; however, grommet damage was observed. (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings observed of inner tubing kinked/buckled, outer insulation cosmetic depression, blood in/on helix mechanism, lead stretched and apparent explant damage.

Event description:
It was reported that noise and sensing integrity counter value increased on the device and lead. Both products were explanted. No patient complications have been reported as a result of this event.